Manufacturer narrative:
Visual inspection was performed on the actual sample upon receipt, during it was confirmed that blood was within the ops valve in the positive umbrella. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The returned sample was manually run through each of these tests to determine if the umbrellas were functioning properly and not allowing air to enter the valve. The unit was found to leak from the negative umbrella. A leak from the negative umbrella would also result in no blood beyond the valve as indicated in the original complaint description. A retention sample was obtained from the same product code and lot number and subjected to the same visual and leak testing and it was found to be functioning properly. It is possible that the unit was subjected to damage at some point after final release causing the negative umbrella to not be seated properly, or release at a lower pressure than intended.     (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, while checking the root vent line the certified clinical perfusionist (ccp) observed blood filled from patient to the valve but no blood beyond the valve to the oxygenator. There was blood loss of 3 to 5 cc. Product was changed out. Procedure was completed successfully.